Event description:
The home patient (hp) contacted baxter's technical service center regarding a connection issue in which the solution bag became disconnected from the cassette during use during initial drain. The hp was requesting assistance ending therapy as a solution bag had disconnected during initial drain. The hp was to start over with new supplies. The solution to this issue was provided over the phone. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a report of a loose connection was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Corporate product surveillance spoke with the home patient on (B)(6) 2011. She stated that the bag had not become disconnected and that they had never had a bag disconnect. Her therapy has been going well since. There was patient involvement, but no injury or medical intervention was reported. As the patient denied that this incident ever happened, there are no samples and no lot number is available for this occurrence; therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.